Event description:
The pt reported experiencing elevated blood glucose of 18-20 mmol/l (324-360 mg/dl) for the past few weeks. He stated that he woke up with a blood glucose level of 6 mmol/l (108 mg/dl). He bolused 3 units of insulin before breakfast and 2 hours later his blood glucose measured 18 mmol/l (324 mg/dl). The pt bolused extra insulin through the infusion device but was unable to lower blood glucose values. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.